Manufacturer narrative:
A ge representative evaluated the system and replaced the cine drive, cine bridge board, the cine drive cable, and reloaded software. The system operates as intended.

Event description:
It was reported that the system displayed a 'cine disk' error upon boot up. This would prevent the cine function from operating. There is no report of injury or death associated with the event described in this complaint.